Event description:
Upon evaluation by the MFR, it was discovered that the lancet does not retract after firing the accu-chek softclix lancet device. No accidental stick or adverse event reported. Technical support sent new device and lancets to the customer.